Event description:
I rec'd a tigress implant in my right and left bladder muscles at my dr's office wednesday about 2:30 pm, from that point on, I could not urinate at all, my wife had to drive me to e.r., there they inserted a catheter into my bladder to relieve the terrible pain I was suffering. I was discharged and my dr told me to keep the catheter in till monday and at his office he would remove it. From that point on I was not able to urinate at all. Again I was rushed to the e.r. On tuesday morning and they reinserted another catheter to relieve the severe pain. On feb 9th, the dr removed the catheter and he began to show me how to catheterize myself which I did until march 7th when I had my first surgery at hosp with five more to follow right up to 2006. All that now left me completely 100% incontinent. All this that happened to me and many, many other people because of tegress implant that is now off the market. Dose or amount: dr would know. Frequency: only once. Route: urethral. Diagnosis or reason for use: slight incontinence. Event abated after use stopped: no.